Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 22 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous machanical overloading of the implant. Fracture was caused by patient condition.